Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the image had no light was due to breakage of light guide bundle, and probable cause of white residue inside auxiliary water channel, air water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue inside auxiliary water channel, air water channel and cylinder, and the image had no light. There was no patient involvement.